Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not 713626 as previously reported. Correction: the correct catalog number is 93329; not 93331 as previously reported. This report filed november 10, 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2014 the patient underwent a procedure for site debridement and was prescribed oral antibiotics. Subsequently, the patient developed an infection and the granulation tissue was cauterized with silver nitrate (date not reported). The implanted device remains.